Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient had lost stimulation therapy from the scs system sometime at the end of (B)(6). A company representative met with the patient and upon evaluation of the scs system the clinician programmer (cp) displayed "end of service" message. The patient's ipg battery was depleted and would need to be replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received identified the patient's scs ipg was replaced. The procedure was completed without complications and therapy was restored postoperatively.